Event description:
It has been reported to philips that movement was unavailable. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the movements were unavailable. No further information regarding the issue has been provided. No service has been performed by philips since the customer fixed the issue. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.